Event description:
We have received a product report involving a non-(B)(4) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. Patient stated they had a pump implant in 2000 sometime. Patient reported they used the pump briefly and it did not work for her, and they had the pump taken out, but they still have the pump in her body and it is not hooked up. Patient stated they need to have an MRI and they called the pain management office and they said the pump was disconnected sometime between 2010 and 2016. Patient provided model/serial numbers: (B)(6) and it was confirmed the devices were not (B)(4) and were boston scientific. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Reference report mw5170593. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).